Manufacturer narrative:
Eval summary: the returned intraocular lens was examined and verified to have signs of handling. One haptic was bent in the gusset area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and by mail on 04/04/2007. Phone f/u was conducted on 04/18/2007. To date, a completed questionnaire has not been rec'd.

Event description:
A surgeon reports performing a lens exchange due to a bent haptic. The replacement lens was an anterior chamber lens model. Add'l info has been requested.